Manufacturer narrative:
The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Brand name: unknown, information not provided. Common device name: unknown, information not provided. Model# and catalog #: unknown, as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. PMA/510(k) #: unknown, as product information was not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol) the lens went into the back of the eye. Patient needed to go to a retina specialist for a lens explant on (B)(6) 2019. A vitrectomy was indicated, and the explanted lens was replaced with another lens. Patient symptoms included corneal edema and foggy vision that did not get better. Patient is doing good post op. No other information provided.